Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7433740. Common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7838351.

Event description:
Related manufacturer reference number: 1627487-2023-02930. It was reported that the patient's dual extension was exhibiting high impedances. During a surgical procedure intended to explant the dual extension on (B)(6) 2023, one of the patient's leads was inadvertently explanted. The patient's entire system was then explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.